Manufacturer narrative:
The agent reported, unstable, hip dislocating. 47 yr old female. Complaint has been evaluated and is similar to report number 1644408-2021-01070; 495-00-075, s803 - dislocation, revision surgery if additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery due to dislocation.